Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.

Manufacturer narrative:
We checked the returned unit and confirmed that the water jet tube dirty. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the water jet tube. In addition, we confirmed that the nozzle gluing missing, the air tube dirty, the water tube dirty, the lg water supply tubes dirty, the lg water jet supply tubes dirty, and the lg air supply tubes dirty; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0630(air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.